Manufacturer narrative:
Corrected data: device available for evaluation? And device evaluated by MFR? Have been updated to reflect corrected data. The actual device was returned to the manufacturer for physical evaluation. Exterior visual inspection showed no signs of physical damage. During the visual inspection dried fluid was found under pump ¿a¿ and ¿b¿ mushroom heads as well as within the recess of the bottom cover adjacent to the pump. No leak was reported by the user. The source of the dried fluid could not be determined. Testing found no indication of an equipment failure that would cause a fluid leak. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A simulated treatment was performed and confirmed stalled at a state machine for a long time during setup. Inspection determined that the compressor tubing was not attached to the compressor. The tubing was re-attached to the compressor and the simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the product and the reported event.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported an unrelated issue with the cycler and the patient¿s treatment data was reviewed and it was discovered that the patient had experienced a fluid overfill. During the patient¿s treatment on (B)(6) 2016, the patient¿s largest fill volume was 2400 ml, and the patient had a large drain of 4436 ml, which was 185% over the patient¿s expected drain volume and reflects a reportable device malfunction. The patient confirmed that there was no adverse event and no medical intervention was required.